Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.

Event description:
Reportedly, incorrect volume was delivered. Customer did not have any other details.